Event description:
Reportedly, during an implantation procedure, the physician tried to connect the ICD involved in this MDR report to a single coil lead. The vcs connector was plugged but with difficulty (he used the grey-screwdriver available in the packaging). He connected the right ventricular defibrillation lead but no click was heard when he screwed the lead. He tried to unscrew the lead, but it was impossible to remove the lead. He connected the is-1 lead to the is-1 connector, but it was also difficult to screw the lead (no click). He used another grey-screwdriver, but he could not screw properly the lead. The physician tried to unscrew both leads but it took 10 minutes before removing the leads with success. Finally, the previous leads were successfully connected to a new ICD with the green-screwdriver available in the packaging. The ICD involved in this MDR report was returned for analysis.

Manufacturer narrative:
On 10/22/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.